Event description:
The patient received his scs system on (B)(6) 2007. It was reported that the programmer was displaying error messages while trying to connect with the ipg. Attempts at communication using additional programmers were not successful. The charging system located and fully charged the ipg without issue. The physician explanted and replaced the ipg on (B)(6) 2008. The explanted ipg was returned to ans for analysis. No additional events have been reported since replacement.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg was returned non-functional and would not communicate. Analysis indicated the microprocessor u1 had a bit error. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.